Manufacturer narrative:
This is one event (cardiovascular) of two events reported for the same pt involving three separate products associated mdrs # 1225714-2013-01979, 01980, 03561, 2937457-2013-00388, 00389.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on (B)(6) 2010 and subsequently expired on (B)(6) 2010, after the use of the product.